Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was normally able to connect to their implant and increase their stimulation to 1.4, but now they were seeing a message that says "system is operating at maximum settings therapy cannot be increased" when their therapy is at 0.5. The patient stated that they had been seeing this message for about a month, buttheir symptoms were doing well so they didn't call. Now, the patient stated that their bladder wasn't emptying properly and they needed to increase stimulation. Patient had not recently sustained any falls or trauma. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.